Event description:
On 01/20/2000, the MFR received medwatch report from the facility that states the following: malfunction of device. Based on the pt code (occlusion) provided on the facility's medwatch report, it appears the nature of the device malfunction may have been due to an occlusion? No further details were provided. On 01/26/2000, the facility's risk management assistant informed the MFR's rep that per the hosp's policy, the device in question can be viewed at the facility, but will not be returned to the MFR for analysis. The MFR's rep informed her since the device would not be returned for analysis, the MFR investigation of this event would be limited to a trend analysis and review of the device history record. No further details were provided.